Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two trapezoid rx lithotripter basket devices used during the same procedure. It was reported to boston scientific corporation that two trapezoid rx lithotripter baskets were used in an endoscopic retrograde cholangiopancreatography (ercp) with stone lithotripsy procedure performed in the common bile duct (cbd) on (B)(6) 2018. According to the complainant, during the procedure, the wires of the basket were cut from a rigid stone when pulling the basket handle with the alliance handle inflation device. The basket was then withdrawn through the scope. The same event occurred with the second device, and the procedure was completed with a third trapezoid lithotripter basket. There were no patient complications reported as a result of this event.